Manufacturer narrative:
The same law firm, (B)(6), is representing plaintiffs in report #3020533-2019-00003 and #3020533-2019-"0004."

Event description:
Approximately 1 year after receiving electroconvulsive therapy treatments for severe depression, a patient is bringing suit against mecta (device manufacturer) claiming that the treatment caused debilitating cognitive injuries. The patient also claims mecta did not provide sufficient warning of potential harmful consequences of ect treatment in general.